Manufacturer narrative:
Concomitant product: product ID: 1258t86, lead, implanted: (B)(6) 2013. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had early battery depletion and lasted 3 years. It was noted that the device had been programmed with left ventricular outputs that were quite high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.